Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen did not respond. The probably cause was due to the device touchscreen being out of calibration and needed to be cleaned. As indicated, this device has been identified as part of a product recall. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device touchscreen was not responding. The device was returned to the biomedical dept with an unsigned note that stated, "touchscreen no responding." There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.